Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a lead revision. During the implant it was revealed that the set screw was damage on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 and b6.

Event description:
New information received notes that fluoroscopy was done to confirm dislodgement.

Manufacturer narrative:
The reported event of a set screw anomaly was confirmed. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.